Event description:
Reportedly, on 13-august-2025, multiple issues occurred during a follow-up: -starting the programmer took a long time; -black beams were displayed on the screen; -a part of the touchscreen was unresponsive; -measurement could not be performed and pdf could not be sent during the session; -some data was missing on the initial readout; -on/off button rubber part was breaking off. Removing the battery and restart the programmer resolved the issue.

Manufacturer narrative:
Review of the profided files and data is still ongoing, results are not available yet.

Manufacturer narrative:
Review of the provided files partially confirmed the reported event as communication errors are visible. Regarding the black beams, the most probable hypothesis is that the event is related to a known programmer bug (#12232): ECG/egm traces in real time tests are displayed with black strip or inconsistence. Regarding the missing data on the printout, it is most probably due to an aida reading that was not finished when the printout was requested. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that random software programmer bug occurred. This case is retained and utilized for trend purposes. Correction from previous report: device has been changed to "smarttouch software modules" since the investigation highlighted software issue.

Event description:
Reportedly, on (B)(6) 2025, multiple issues occurred during a follow-up: -starting the programmer took a long time; -black beams were displayed on the screen; a part of the touchscreen was unresponsive; -measurement could not be performed and pdf could not be sent during the session; some data was missing on the initial readout; on/off button rubber part was breaking off. Removing the battery and restart the programmer resolved the issue.